Manufacturer narrative:
The product was returned for investigation. Ocular inspection showed that there were cracks at the flushing device. The root cause is seen in a material problem. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that a picco monitoring kit was leaking during use on a patient. Back flow of blood and minor blood loss at flushing part were noticed. There was no known impact or consequence to patient. (B)(4).